Event description:
It was reported that there was a lec 46181 and red screen. Found during testing.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 3/14/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "lec 46181 and red screen (potential hardware or software issue)¿ was replicated. The software was updated. Additionally, the downstream occlusion (dso) seal was changed due damage. All tests passed within specifications. Probable cause: error software. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.